Event description:
It was reported that during power up the cardiosave intra-aortic balloon pump (iabp) would not turn on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "unit not powering on" issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name in (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "unit not powering on" issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Returned for clinical service upon completion.

Event description:
It is also unknown if there was a patient involvement. However, there was no adverse event reported.